Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensors. The customer states the sensors are going off and are receiving lost sensor alarms. The customer's blood glucose level had gone as high as 460mg/dl. The customer was advised that replacement sensors would be sent out.